Event description:
It was reported the patient experienced burning and shocking at the ipg site. The patient was advised to turn off stimulation and to meet with her physician and an sjm representative for evaluation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.